Event description:
Pt stated he just received a pump in (B)(6). Pump shut off during the infusion with error codes occlusion and pump maintenance due. Pt was able to receive all of infusion no side effects from pump malfunction. Pt knows to return pump. Pt did not state if the manufacturer can call the pt re pump malfunction. Dose or amount: 2000 mg. Frequency: every 2 weeks. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: (B)(4). Pompe disease.